Event description:
It was reported that during a thr procedure, inserter was broken. No delay. Backup device available. No injury or impact to patient reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded tip of the device fractured off and was not returned. The device was manufactured in 2017 and exhibits signs of extensive wear/ usage. The fracture most likely occurred from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. The fracture can also be the result of multiple impacts occurring while the inserter is not fully captured in the driver hole platform of the stem. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.